Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged to send a replacement pump and informed the caller about the updated software and available training. The caller was advised to return the problematic pump using a pre-paid label and instructed on steps to follow upon receiving the new pump. There was no backup therapy available, and the caller planned to contact their healthcare provider.